Event description:
It was reported that there were coupling and communication issues. It was stated, the patient's last successful recharging session was one to two months ago. Reportedly, the use of the antenna locale feature resulted in a power on reset being displayed which then led to the normal recharging screen. Patient recovered without sequela.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 37092 lot# 284190002, implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported that the patient saw an ¿electrical cord, a finger and a lightning bolt with a circle around it¿. It was noted that the patient had not been using the implantable neurostimulator because, it ¿hasn¿t been doing any good¿. It was reported that the patient¿s legs and back started hurting.

Manufacturer narrative:
(B)(4).